Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, lot# l82263, implanted: (B)(6) 2002, explanted: unk. Proximal catheter segment: model# 8578, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. Physician programmer: model# 8840, serial# (B)(4). (B)(4).

Event description:
It was reported that a two-tone alarm was heard; telemetry not yet performed. There was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The pump logs were rechecked and the logs continued to show a motor stall with no recovery. The cause of the stall was unknown. The patient experienced a return of symptoms; pain in their arms and legs. Per another reporter, the patient was in the hospital going through withdrawal. Per reporter, the pump "quit working". The plan was to have the pump replaced. The patient's refill date was (B)(6) 2012. The hcp wrote prescription for oral medication until the revision. The pump was delivering morphine and clonidine.